Event description:
It was reported to philips that the system gave an alert indicating it was connecting to the installation source, preventing a full boot. No harm was reported to philips. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A philips service engineer inspected the system and found that it was unable to boot up in the morning. To resolve the issue, the engineer replaced the suite pc and flexvision pc, reloaded the software, restored the backup, and updated the licenses. The replaced parts were returned to philips for further analysis. It was determined that the suite pc locked up due to corrupted software, while the flexvision pc experienced a failure in the hdd bay. After replacement, the system was returned to use in good working order. This complaint is not related to any current field safety corrective action (fsca). The codes have been updated based on the investigation's outcome.